Manufacturer narrative:
(B)(4). Analysis description: no related complaint received with return of device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. The insulation was abraded at 2.7 cm to 3.8 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.